Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that "l5-s1 lumbar fusion, during final tightening the lead pulled off of the s1 screw."